Manufacturer narrative:
An event of aortic insufficiency was reported. The results of the investigation are inconclusive since the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted. On (B)(6) 2018, the patient presented with dyspnea and was hospitalized for severe aortic insufficiency. The same day, the patient underwent a valve in valve procedure with a 23mm corevalve and is reported to be stable.